Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the printed circuit board failed due to an accidental failure of the parts on the board. Per the legal manufacturer, the keyboard defect included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board.

Event description:
Olympus was informed of a report that the image was "going black" and flickered with colors on the screen intermittently. In addition, it was reported that the keyboard was not working. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.